Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). When a 4.00 x 16 mm synergy stent was advanced, resistance was felt. After deployment of the stent, a proximal edge dissection was noted during fluoroscopy. The dissection was covered with a non-boston scientific drug eluting stent and the procedure was completed successfully. No further patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by manufacturer: the returned product consisted of the synergy 4.00 x 16mm stent delivery system (sds), batch #32279216 device. Visual, tactile and microscopic analysis was performed on the device. There is no evidence that any attempt was ever made to deploy the stent. The device was returned with the stent crimped onto the balloon and had measured to 16mm in length. There was no sign of stent damage, stretching or lifting of the stent struts. There was no signs of stent movement, stent was set between the proximal and distal markerbands. A hypotube break was identified within the strain relief, 2cm proximal from the strain relief with the hub/manifold not returned. No other device issues were identified during returned product analysis.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). When a 4.00 x 16 mm synergy stent was advanced, resistance was felt. After deployment of the stent, a proximal edge dissection was noted during fluoroscopy. The dissection was covered with a non-boston scientific drug eluting stent and the procedure was completed successfully. No further patient complications were reported.